Manufacturer narrative:
Heal collar 3.5x4.5, 3mm (hc343) was returned for investigation. Visual inspection of the as returned product identified no clear signs of wear, damage, or deformation. The abutment threads appeared to have a coating of residue. Functional testing was performed for the returned product and found that the product could successfully screw into and merge with compatible test implants. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: n/a. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment (hc343) would not seat in the implant.